Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at a time period, problem isolated to electronic assemblies.

Event description:
Information received by the medtronic indicated that the insulin pump's battery had issue. No harm requiring medical intervention was reported. The device will be returned for analysis.